Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and the release criteria was then checked. While checking the release criteria it was noted that there was a thrombus that had formed on the distal tip of the wds near the threaded insert of the closure device. The physician placed a sentinel cerebral protection system and continued the procedure. The closure device was unscrewed from the core wire and as the wds was pulled back across the septum the physician was aspirating it. The thrombus was no longer seen following this. The procedure was completed successfully with the closure device implanted in the laa of the patient. The patient did not experience any consequences or additional complications as a result of this event. The patient has been discharged from the hospital fully recovered from this.